Manufacturer narrative:
The balloon catheter was returned for evaluation with a guidewire stuck inside and protruding from a puncture hole at approximately 4.55mm proximal from the proximal marker band. The evaluation could not determine the cause of the event.(B)(4).

Event description:
During preparation, it was reported the x-pedion guidewire was inserted into the hyperform balloon catheter without any resistance or abnormality. Upon further inspection of the hyperform, it was noticed to be damaged. Another balloon catheter (hyperglide) was used to continue the procedure without issues.no patient injury was reported as the device was not used inside the patient.